Manufacturer narrative:
Full UDI unknown since no lot number was provided. The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "One of the sisters from urology has reported a gel port that split during the procedure yesterday, (B)(6) 2015. Used by mr. (B)(6)." Patient status unknown.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records could not be performed as no lot number was provided. Additional information requested: (B)(6) 2016- no information could be obtained. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.